Event description:
It was reported that: during a case, the anesthesia machine would not provide "n20" and air flow, however oxygen flow was present under all conditions. They switched the pt to an ambu bag and rebooted the machine. The system cleared itself of both anomalies and resumed normal operation. The machine was used to complete the case.